Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the imaging block of the charged coupled device section is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the imaging block of the charged coupled device section is broken; therefore the image quality is poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a bright spot in the middle of the image, during an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.